Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review (DHR) review: part: 04.111.550s; lot: 9786607; manufacturing site: mezzovico; release to warehouse date: 26.jan.2016; expiry date: 01.jan.2026. The device history record shows this lot of 23 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: investigation site: cq zuchwil. Selected flow: 3. Damaged: visual / examples: deformed/bent/cracked. Visual inspection clearly shows that the plate is bent as complained. The received condition of the plate agrees with the complaint description. Therefore this complaint is confirmed. According to the complaint description the deformation is result of the bone dislocation post-operative. Exceeding mechanical load caused the deformation of the plate. As this plate was released from manufacturing in faultless condition we exclude any manufacturing issues. This complaint is patient related and no product fault could be identified. This plate is foreseen and designed for distal radius fractures. As we have no further information (x-ray pictures) we are not able to make any statement of correct indication in this case. However, if medical affairs support is required, we ask you to follow mir (medical information request) process. As the root cause for the deformation can be identified as patient related and no product related issue could be identified, no further investigation are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date between august 16, 2018 and september 6, 2018. Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation with variable angle (va) two-column plate (tcp) was applied to fractures on diaphyseal ¿ distal part of the radius. During the surgery, the plate was implanted after it was contoured. The surgery was completed successfully. On an unknown date after the surgery, the distal part of the bone was dislocated to the back side. Also, the plate was bent to the back side. Revision surgery occurred on (B)(6) 2018. After removing the vatcp, patient was revised to a metaphyseal plate. The surgeon commented that the strength poverty of the plate might have caused the dislocation. There is a possibility that excessive load was imposed on the plate when the patient stood up using his hands. Surgical outcome is unknown. Patient status was stable. Concomitant devices: 2.4mm ti va locking screw stardrive 14mm-sterile (part: 04.210.114s , lot: l624979, quantity: 1); 2.4mm ti va locking screw stardrive 16mm-sterile (part: 04.210.116s, lot: l953344, quantity: 1); 2.4mm ti va locking screw stardrive 18mm-sterile (part: 04.210.118s, lot: l884280 , quantity: 2); 2.4mm ti va locking screw stardrive 20mm-sterile (part: 04.210.120s, lot: l896015, quantity: 2); 2.4mm ti va locking screw stardrive 22mm-sterile (part: 04.210.122s, lot: l329585, quantity: 1); 2.4mm ti va locking screw stardrive 22mm-sterile (part: 04.210.122s, lot: 401-764s, quantity: 1); 2.4mm ti cortex screw self-tapping with t8 stardrive recess 14mm (part: 401.764s , lot: 9903616, quantity: 1); 2.4mm ti cortex screw self-tapping with t8 stardrive recess 16mm (part: 401.766s, lot: l643691, quantity: 1). This report is for a 2.4mm titanium (ti) va-locking compression plate (lcp) 2-column distal radius plate narrow 6-hole head/5-hole shaft/right-sterile. This is report 1 of 1 for (B)(4).